Manufacturer narrative:
The suspect medical devices were not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical devices are returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this event/incident as a medical device report (MDR) in abundance of caution.

Event description:
Cross-reference to MFR report # 9610773-2015-00037. This is report 2 out of 2. Olympus was informed that during an unspecified transurethral lithotripsy procedure, the grasping forceps a20710a broke inside the patient while attempting to crush a bladder stone. At the same time, the ceramic insulation at the distal end of the inner sheath a22040a broke off and fell inside the patient's bladder. The fragments were reportedly retrieved by unknown approach but the operating surgeon was uncertain whether all pieces of the ceramic insulation were removed from the patient's bladder. The intended procedure was subsequently completed and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer to be evaluated/investigated. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath a22040a had broken off and fractured. Furthermore, the sheath tube is deformed. The cause of this damage and the subsequent breakage of the ceramic insulation is mechanical overload by the inappropriate attempt to remove the damaged and defective grasping forceps a20710a. Therefore this event/incident was attributed to abnormal use/off-label use. The case will be closed from olympus side, but the reported phenomenon will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.